Manufacturer narrative:
Please not: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt had a 2.75 x 33mm cypher select plus stent implanted at 14atms for 20 seconds on may 27, 2007. After the stent was deployed, the balloon was deflated but the balloon was stuck to the stent and could not be withdrawn. It took 20 minutes to pull out the balloon. There was no reported pt injury.